Event description:
It was reported that the patient presented for in clinic follow up with the device at end of life after an implant duration of six years. The patient was schedule change out due to an unspecified issue with the right ventricular (rv) lead. The lead was also replaced during the procedure. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.